Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received several shocks during a tachycardia episode. The physician considers the shocks to be inappropriate due to supraventricular tachycardia (svt). The rhythmid was reprogrammed and the ICD remains in service. No additional adverse patient effects were reported.